Event description:
It was reported that during remote follow-up, patient presented with premature battery depletion on their pacemaker which triggered elective replacement indicator (eri) alert on (B)(6) 2021. The device was explanted and replaced on (B)(6) 2021. There were no patient consequences.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device output was not available. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.